Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the flex deflectable videoscope did not have image. It was not confirmed when this event took place. Additional details relating to the event have been requested, but no response has been received at this time. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The customer's allegation of no image was not confirmed. Based on the results of the investigation, a root cause could not be identified. However, it is likely that no image is caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The following is included in the instructions for use (IFU): chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during inspection for a therapeutic procedure.